Manufacturer narrative:
No medical records were provided to the manufacturer. Images were provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure, the stent graft was allegedly met with some resistance during deployment attempt and the delivery catheter allegedly broke. It was further reported that the stent graft allegedly did not deploy. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the stent graft was allegedly met with some resistance during deployment attempt and the delivery catheter allegedly broke. It was further reported that the stent graft allegedly did not deploy. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was visually evaluated and noted the outer catheter had a circumferential break. The inner lumen was also noted to be damaged/crimped. The device was unable to be functional tested. Therefore, the investigation is confirmed for break and material deformation as the inner lumen was crimped and the outer catheter was broke. The investigation is also inconclusive for partial deployment as the device was returned with the stent outside of the system. The investigation is also inconclusive for retraction issue as the event was unable to be reproduced. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).